Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results while running their biogx assay. Bd service specialists and quality performed analysis on the customer instrument database which revealed an error and/or failure rate that is twice the acceptable limit for pump 2. A bd field service engineer (fse) was dispatched to the customer site where they confirmed the functional issue with the pump assembly. This part was replaced, the instrument was qualified, and the instrument was confirmed to operate to bd specifications. This complaint is confirmed by bd service and quality. The root cause of the issue was traced to component failure of the pump assembly on pipette 2. Return sample analysis consisted of review of the customer instrument database including run data. This review indicated the functional issue of pump 2. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 7 of 7: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result for open system tick echrlichia assay was obtained. Sample was repeated, and gave negative results. There was no report of patient impact.

Event description:
Report 7 of 7: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result for open system tick echrlichia assay was obtained. Sample was repeated, and gave negative results. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.